Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a broken drive shaft and imaging core (ic) within the telescope section of the device. Ic windup was observed beginning 17 cm from the distal end of the connector shaft. The device returned with the imaging widow detached in the lapjoint section. Impedance inspection shows an electrical open at the proximal waveform. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Pictures of the device provided by the site were reviewed and detachment of the imaging window near the lapjoint section was observed.

Event description:
Reportable based on device analysis completed on 07sep2022 it was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the first pullback the image stopped appearing and it was noticed that the screen went black and nothing was displayed. The procedure was completed with another of same device. There was no patient injury. However, during the device analysis revealed imaging window detached.